Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The graftmaster was implanted successfully; however, was reportedly used after expiration. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-august-2014 which is based on the shelf life extension of 6 months from the original expiration date 28-february-2014 and the implant procedure date is (B)(6) 2014 which is approximately 19 days post expiration, thus confirming the complaint. It should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for device expiration issue or use after expiration date reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending artery. A 3.0 x 19 mm otw graftmaster was used to seal a perforation caused by an unknown device. There were no issues reported during the procedure. However, it was determined that the graftmaster was used after the expiration date. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.